Event description:
On (B) (6) 2009, it was reported by a user facility (B) (6) to terumo cardiovascular that fluid leaked in the back housing chamber of the centrifugal pump. The device was changed out.

Manufacturer narrative:
Terumo cardiovascular systems is submitting this report/event as an MDR because the device is considered a "life-sustaining" device. Investigation was still going on as this MDR was prepared. Terumo will submit a follow-up upon receipt of additional information.